Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported to caller that ins doesn't respond or work and battery is dead. Caller stated that patient stated it worked for a month or two post implant but then patient didn't want to travel back to hcp that implanted it to have it worked on. Caller does not know health care professional and caller stated they will not have further information in the future. No further complications were reported or anticipated.